Event description:
On (B)(6) 2014, it was reported that the customer's insulin pump was not correctly delivering insulin, possibly due to occlusion. The customer did not specify his blood glucose level, but stated it was going high. He treated with manual injection. The drive support cap of the insulin pump appeared normal. The customer continued troubleshooting the next day, at which point his blood glucose was 212 mgm/dl. He reported a possible air bubble issue in the tubing and that there were two areas in which air bubbles were located. He was advised to disconnect at quick release and to fill the cannula to release the air bubbles. The customer stated they were still there. He stated he had readings up to 326 mg/dl and declined high blood glucose troubleshooting. The customer reported he saw insulin exit and the pump was working. He declined further troubleshooting at that point. The customer decided to continue troubleshooting hours later, when his blood glucose was 239 mg/dl, which he treated with a pen. The high pressure test and self-test were performed and passed. The insulin was found to be clear. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).